Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
The report event of loss of stimulation was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.